Event description:
Was implanted with an essure permanent birth control device. Found out (B)(6) 2018 after severe swelling , pain and worsening periods that one of the coils migrated and is partially in my uterus. I now have to get a full hysterectomy to prevent further damage.